Event description:
It was reported that during follow up, a lead impedance warning for low pacing impedance of the right atrial (ra) lead was observed. It was also determined that the polarity had switched from bipolar to unipolar for both the ra and ventricular lead. The physician attempted to change the polarity back to bipolar, however it switched back to unipolar. The physician noted that there were no low pacing impedance measurements observed for the ventricular lead. A replacement procedure is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst noted that the diagnostic data, including automatic lead diagnostics, were reset by user on (B)(4) 2014 just prior to the save to disk being obtained. Therefore, the save to disk file does not contain lead impedance trend data.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.